Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 24-jul-2019 with the following findings: the original complaint was reported on (B)(6)2016; a review of the pump history showed the pump was in use until (B)(6)2017. Due to continued use, the black box data was no longer available. During testing, a loss of prime was reproduced during investigation by removing the cartridge; the pump alarmed for loss of prime appropriately. A review of the ezprime screen after the loss of prime warning showed both rewind and load boxes were still checked. The pump successfully completed the rewind, load cartridge, and prime steps and was exercised for 12 hours with no loss of prime occurring. The force sensor calibration was found to be within required specification. The pump performed within required specifications. The original complaint of a prime issue was not duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a prime (prime issue) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.